Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The reportable findings are as follows: due to a cut on the charged coupled device an image noise occurred and an image could not be displayed, due to damage on the charged coupled device a b31 scope communication error occurred, and due to damage on the circuit board of the video plug section, an image noise occurred, the image could not be displayed, and a b31 scope communication error occurred. Additionally, the evaluation found the following: the adhesive on the bending section cover had a chip, the bending section could not be fixed firmly due to damage on the forceps elevator lever, and the following had scratches: the bending section cover, control unit, grip, up/down angulation lever plate, right/left plate, forceps elevator lever, angulation lever, light guide connector, light guide cover glass, switch 1, right/left lever, video connector case, and the video connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the deflectable videoscope's image blacked out. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d10, and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the defect was found during inspection for use. The procedure was therapeutic and the inspection for use was completed.